Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that the subject pump would intermittently power off. It is not known when the alleged power issue began; however, the reporter confirmed the pump had powered off without an alarm just prior to calling animas. At the time of the call, the reporter mentioned that the patient had a high blood glucose(bg) of ¿577 mg/dl¿ with no symptoms on the day prior. It is not known if the pump was powering off prior to the patient developing the high bg. In response to the high bg, the patient was treated with 8 units of insulin. At the time of troubleshooting, the reporter denied any damage to the pump¿s battery compartment or signs of water intrusion. The patient¿s mother confirmed the yellow o-ring was not visible and that the pump¿s battery had just been replaced two days prior. Review of alarm history did not reveal that the pump alarmed to replace battery prior to power loss. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to this event. In addition, the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.